Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported solid white display, change sensor alert. The customer reported blood glucose value of 235 mg/dl. The customer was treated with a manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-243at, mmt-332a, mmt-7040b, mmt-7040b. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-243at, mmt-332a, mmt-7040b, mmt-7040b. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected flashing white display noted. Unit was successfully uploaded to carelink. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. During download history review, no relevant alarms were recorded in the download history files to confirm the reason code. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. Proceeded by cutting unit open and performing a visual inspection. During visual inspection, no moisture damage was noted. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations cannot be confirmed. No unexpected flashing screen noted after battery installation, and pump successfully communicated with transmitter. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.